Event description:
It was reported that the patient presented in clinic. It was noted that the device was found in back up mode with no high voltage output available. The patient performed magnet resonace imaging(MRI) in an off-label environment previously. Programming changes were performed. The patient's condition was unknown.